Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced wehn the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. The physical evidence and reported problem are consistant with that of an iab which became entrapped and was surgically removed from the patient. The smooth-edged penetration(s) most likely resulted when the balloon membrane came in contact with a sharp-edged instrument during the removal process. Although the patient consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may prevent percutaneous removal of the balloon causing it to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has done in co's instructions, to discontinue pumping and consider the removal of the balloon from the patient at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user would be well advised to call for a vascular consultation, as was done in this case.

Event description:
After iabp for five days, check "iab cath" and gas loss" alarms sounded from the pump and blood was noted in the catheter. The iab was removed surgically within one hr.